Event description:
A ventilator was returned to the manufacturer alleging there was no flow. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.